Event description:
It was reported that the 2800 system had a damaged pausch button (button that operates the tube head). No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The button was replaced during the svc call. The system was tested, and found to be working as intended, and put back into service.